Manufacturer narrative:
Ulys vr 2240 (sn : (B)(6)) sold and labeled as sterile are manufactured, sterilized and released according to applicable standard operating procedures. Manufacturing data for the subject device: - manufacturing date: 30 june 2022 - use before date: 30 december 2024 - sterilization lot number: s0556 - 3632 it should be noted that infection is a well-known complication of cardiac pacing/defibrillation systems, which is well described in the literature. The subject device was sterilized and released according to applicable standard operating procedures. Nevertheless, the information provided has been entered into our quality system and will be used for trend purposes.

Event description:
Reportedly, during a routine check on (B)(6) 2022, the patient presented signs of dehiscence/light infection in the wound area. The wound was cleaned and an antibiotics treatment was performed. On a second in-clinic visit on the (B)(6) 2022, the wound was checked and it was confirmed it had properly healed.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during a routine check, the patient presented signs of dehiscence/light infection in the wound area.